Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. The date of the event is an approximation. According to a report received via sprinkler (social media), the patient alleged ¿the needle was stuck in my arm. Had to go to urgent care for removal.¿ the patient referenced the sensor wire as the needle and did specify what method was used to remove the sensor wire from the skin. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).